Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source experienced a display of a test pattern on the screen and failure to recognize endoscopes. There were no reports of patient involvement,

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the display of a test pattern on the screen and failure to recognize endoscopes was due to deposit on the output socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: the event occurred during an unspecified procedure.